Event description:
It was reported that touchscreen on pump was not responding even though screen was not cracked, and multiple touchscreen tests failed, leaving caller unable to interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer cleaned hands and screen, attempted touchscreen tests and multiple pump resets as guided by technical support, then switched to multiple daily injections for backup insulin therapy while technical support arranged replacement pump, provided setup instructions for transferring settings and connecting continuous glucose monitor, and instructed customer to place problematic pump in storage mode and return it using pre-paid label within 10 days.